Manufacturer narrative:
The device was received for evaluation. During functional testing, an powers off when programming was reproduced when using the pump on battery power. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an depressed battery contact pins on the rear case. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump powers off when programming, during testing in the biomedical service department. There was no patient involvement. No additional information is available.